Event description:
It was reported that the insulin gauge displayed an unexpected amount earlier in the day, along with concerns about the fill estimate and battery depletion. There was no adverse impact to the customer¿s blood glucose level. The call was disconnected before any further actions could be discussed or taken, and no additional information was received regarding the outcome of the event.